Event description:
Pt had undergone cataract surgery on 9/23/96, and implantation of intraocular lens was attempted by the surgeon. However, a posterior capsule tear occurred during insertion. As the surgeon was explanting the lens an anterior capsule tear occurred. A vitrectomy was necessary. The lens ejected in a controlled manner.